Event description:
It was reported the patient¿s device was explanted on (B)(6) 2015. The device was working fine however the explant was due to an infection and a sore that was not healing over the implant. Once the infection clears the patient will be implanted with another device.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-75, serial# (B)(4) implanted: (B)(6) 2015, product type: lead. Product ID: 3777-75, serial# (B)(4) implanted: (B)(6) 2015, product type: lead. Product ID: 97740, serial# (B)(4) implanted, product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4)

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97740, lot# serial# (B)(4), product type: programmer, patient. Product ID: 97754, lot# serial# (B)(4), product type: recharger.

Event description:
Additional information was received from the patient. The patient reported their system was removed because it was contaminated and she received an infection on the spine.